Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device would not ventilate the patient but only the breathing bag for manual ventilation. There was no injury reported.

Manufacturer narrative:
The hospital's biomed followed draeger's recommendations and replaced the compact breathing system (cosy) which is the subsystem that contains all the valves for control of ventilation. The workstation was returned to use and did not exhibit any further issues so far. The suspected cosy was returned to draeger for evaluation. A five-days endurance run in a laboratory device did not result in any findings - the cosy performed according to specifications. Draeger has than instructed the hospital's biomed to check another valve located in the workstation which can also be brought in causal connection to the reported observation. The biomed then came back with the information that the valve looks clean like it should with no nonconformities observed. Finally, draeger wasn't able to duplicate the reported condition and thus, no reliable conclusion in regard to the potential root cause can be made.

Event description:
Please refer to initial MFR. Report #9611500-2018-00303.